Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 9 years and 3 months post tavr (transcatheter aortic valve replacement) procedure with a sapien 3 ultra valve (unknown size), the valve failed due to re-stenosis. The patient underwent a successful valve-in-valve procedure with a 26mm sapien 3 ultra resilia valve.